Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (value not provided) at night. The customer declined to provide further information regarding the low bg events.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on 07/01/17, but low bg level were confirmed on (B)(6) 2017 and (B)(6) 2017. No obvious bolus requests were made that would cause low bg levels. Basal rate was set to 1.5 u/hr for the majority of the day. Basal rate setting have since been adjusted down. There were no obvious requests or deliveries that would cause bg levels to drop. User has since lowered basal rate settings after (B)(6) 2017. There was no evidence of device malfunction.